Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the exact cause is unknown. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed a bend in the guidewire approximately 1.5 cm proximal to the distal tip. A microscopic observation revealed a kink in the coiled wire of the guidewire at the bend. Both weld tips were observed to be present and undamaged. No blood residue was observed on the returned sample. While the exact cause of the bend in the guidewire is unknown, possible contributing factors include damage during storage, handling, or use. A lot history review (lhr) of rebx1609 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the package was unpacked, the guide wire would not pass through the puncture sheath smoothly. 9/13/2018 - returned wire has a kink.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx1609 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the package was unpacked, the guide wire would not pass through the puncture sheath smoothly. On (B)(6) 2018 - returned wire has a kink.